Manufacturer narrative:
Coherent enlisted three doctors to perform clinical evaluations. These were not completed. It ws no longer necessary to pursue due to the conclusion in a written article by joel m.h. Tiechman, paolo c. Champion, tim a. Wollin and john d densted published by the journal of urology, dated 12/1998. (Vol. 160, 2130-2132) "conclusions: there were no obvious cyanide related complications from holmium: yag lithotripsy of uric acid calculi. These data suggest no significant cyanide toxicity from holmium: yag lithotripsy of uric acid calculi in typical clinical settings. Animal studies are warranted to characterize the risk." As reported in initial medwatch; coherent has had no reported incidences of death, serious illnesses, or systemic or central nervous system events during the clinical investigation of holmium laser lithotripsy under ide g920082 (oen of twenty-five pts had a uris calculi). Coherent holmiun lasers were cleared for use of lithotripsy in 5/1994. There have been no reported incidences of death, serious illnesses, or systemic or central nervous system events during of following holmium laser lithotripsy date.